Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication resulting in insufficient hemostasis and a conversion to thoracoscopy cannot be determined. If additional information is obtained, a follow-up MDR will be submitted. Per a review of the site¿s system logs, no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported event. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the patient had insufficient hemostasis. The surgeon elected to convert the procedure to thoracoscopy, as the bleeding could not be sufficiently controlled. The bleeding was controlled with the application of gauze and compression.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the patient had insufficient hemostasis. The surgeon elected to convert the procedure to thoracoscopy, as the bleeding could not be sufficiently controlled. On (B)(6) 2023, the following additional information was obtained: per a surgeon present at the procedure, the observed bleeding occurred while dissecting/detaching advanced adhesions, and the source of the bleeding was the adhered tissue. Only "several milliliters" of blood was lost. The actual blood loss volume was not provided. The bleeding was controlled using gauze, along with compression. No blood transfusion was necessary. However, the surgeon decided to convert the procedure to thoracoscopy. It was unknown if the bleeding was due to the use of an intuitive surgical, inc (isi) product; there was no unexpected movement of any isi device as a potential contributing factor. Per the surgeon, there was no injury to the patient, and there are no long-term complications expected for the patient as a result of this issue. In addition, there was no serious deterioration nor clinical instability of the patient during the transition from a robotic-assisted to a thoracoscopic procedure. The patient did not experience any post-operative complications, and they were discharged from the hospital. The instrument used in the procedure will not be returned, as it was passed to the sterilization department and can't be identified. No images of the event were available for evaluation. The site declined to provide patient demographic information, due to the hospital's privacy policy. The procedure in question was the second procedure of the day.